Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing auto-reducing whenever he attempts to turn the stimulation on. The sjm representative met with the patient and lead diagnostics showed multiple contacts had high impedances. On (B)(6) 2014, the physician disconnected the ipg and tested the lead using trial cables and observed the same impedance results.